Manufacturer narrative:
Concomitant medical products: dtmb1d4 ICD, implanted (B)(6) 2017; 5071-35 (x2) lead, implanted (B)(6) 2017.

Event description:
It was reported that with the implant of additional leads two weeks after implant, the patient's right ventricular (rv) lead dislodged and was repositioned the following day. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.